Event description:
Audible alarm sounded at each nursing station indicating loss/low air pressure (approx 1725) went to equipment room & checked compressor. Indicator light on all 3 compressors indicating major power failure. Further troubleshooting found that one unit grounded thereby created a ground fault on all 3 units. Each compressor on separate breakers. Ground fault overrode individual breakers to the main breaker. Defective compressor unit isolated & power restored to remaining 2 units approx 25 min. Later.